Event description:
The perfusionist reported an oxygenator's low performance during coronary artery bypass grafting surgery. Immediately, post operation red urine and serum noted. Pt was diagnosed with renal failure and transient hemolysis. Dialysis initiated for 3 hour run. Clotting occurred during the first hour. Pt required prolonged ventilator support. Renal function improved, extubated in 2001.